Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of initial report: 2017-05-23. Date of follow-up report: 2017-07-03. One used ls1037 ligasure device was received, and evaluation of the sample confirmed the reported issue. Visual inspection of the returned device found a staple wedged within the jaws. The staple provides an alternate current path, preventing the device from sealing properly. When the staple was removed, the device functioned normally and within specifications. The jaws opened and closed normally, and the knife would deploy smoothly. This issue was found to be due to mishandling, where the device was used to seal tissue that contained a staple. The IFU included with this product warns users not to attempt to seal over clips or staples. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of initial report: (B)(6) 2017. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device did not deliver energy after the activation tone sounded. There was no patient injury.